Event description:
It was reported that the patient was unable to feel the stimulation even when it was turned up. X-rays revealed that the paddle lead had migrated out of the epidural space. It was noted that migration was due to patient's noncompliance with post-implant instructions. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.